Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced a partially broken blade. The fse performed alignment and the vacuum was checked to verify cap piercer performance. The fse also replaced the 3-way solenoid waste valve because the valve on instrument was slow to operate. Replacement of the broken blade and faulty 3-way solenoid waste valve resolved the issue. The fse verified system performance. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a cap piercer leak of wash buffer in the unicel dxc 800 pro synchron chemistry analyzer. The customer disabled the cap piercer and continued to run the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat during this event. The material safety data sheet (msds) was not reviewed by the customer, but was reviewed by a bec quality scientist and the leaking chemical is considered to be hazardous. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.